Manufacturer narrative:
.

Event description:
It was initially reported that the patient was having an increase in seizures. A battery life calculation indicated that the generator should not be at end of service. Follow-up indicated that in clinic notes dated (B)(6) 2014 stated that since the last appointment the patient had 2 seizures which were stopped with the magnet. Patient was having 1-2 seizures per day. Clinic notes dated (B)(6) 2014 stated the patient had less seizures since they increased banzel. Patient had 1-2 seizures per week. Clinic notes dated (B)(6) 2014 stated the patient has had multiple seizures since this last visit on (B)(6) 2014 with some days having 4-5 brief seizures. Patient was taken to the ER where trileptal level was drawn and came back 56. Increased banzel to 15 ml bid and kept trileptal at 12.5 mi bid. Generator showed ¿low¿ alert. Clinic notes dated (B)(6) 2014 started that since the since the appointment on (B)(6) 2014 the patient have 2 seizures lasting 2-3 minutes. Patient was having 1 seizure per month no further relevant information was provided.